Event description:
The distributor (B)(4) reported that the bed does not go up and down from the head side. The distributor (B)(4) reported that they checked the main board and found an output faulty in the socket of the head up and down motor. The distributor reported that the bed needs (B)(4).

Manufacturer narrative:
Other: replacement part has been requested for the customer.